Event description:
Severe left ventricular dysfunction fevg=(B)(4) due to degenerative valve treated by chatecholamine. Valve calcification and left ventricle dysfunction (fevg= (B)(4) ) were resolved without sequelae.

Manufacturer narrative:
Update to b5 and f10 for additional information received: the patient had severe left ventricular dysfunction fevg=(B)(4) due to the degenerated valve. The valve calcification and left ventricle dysfunction (fevg= (B)(4) ) the outcome was resolved without sequelae after the valve in valve procedure. F10 patient code 2206 heart failure added.

Event description:
Additional information provided by the site via a CT report showed an early degeneration of the sapien valve with calcifications of the cusps. No thrombosis was observed.

Manufacturer narrative:
Additional information: event description b5: additional information provided by the site via a CT report showed an early degeneration of the sapien valve with calcifications of the cusps. No thrombosis was observed. H10: calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reported event was unable to be determined, but was likely due to patient factors (renal disease).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration proximally 6 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (renal insufficiency, pre-existing valvular disease process) and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), five years post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the valve was degenerated. A second 26 mm sapien 3 valve was implanted valve in valve.